Event description:
Boston scientific received information that during a generator change out procedure, prior to pocket closure, when this chronic right ventricular (rv) lead was connected to the pacing system analyzer and the new implantable cardioverter defibrillator (ICD) intermittent capture and impedances over 2000 ohms was observed. There was report that the lead was fractured or insulation breach may have occurred during generator change. As a result this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed that the complete lead was returned in two segments. The molded insulation behind the is-1 terminal ring was torn apart and the coils were stretched at this location. The damage appeared to be related to the explant procedure. The lead was determined to be electrically continuous, no coil fractures were revealed. The clinical observations were unable to be confirmed through testing.

Event description:
--